Event description:
It was reported that, after a tka surgery performed on (B)(6) 2019, patient presented with discomfort caused by patella mal-tracking. This was treated with a revision surgery on (B)(6) 2022 to relieve some lateral patella ligaments to allow more ideal patella tracking, surgeon wished to exchange the legion posterior stabilized high flex highly cross linked polyethylene size 3-4 9mm, there was no wear on the explanted insert, and all other prosthesis looked good. Current health status of the patient is recovered and well.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the patella mal-tracking. The clinical/medical investigation concluded that it was communicated that the medical documentation was not available. Without the supporting medical documentation, contributing clinical factors could not be definitively concluded; however, based on the limited information provided, no component malperformance is supported. Patient impact beyond the reported discomfort caused by patella maltracking and subsequent ligament release with a customary insert revision (upsized from 9mm to 12mm) could not be determined. The patient¿s current health status is reportedly ¿recovered and well¿. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation, subluxation, excessive rotation, flexion contracture, decreased range of motion, lengthening or shortening of the leg, looseness of components, unusual stress concentrations, and extraneous bone can result from improper implant selection or improper implant positioning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include joint tightness, abnormal loading of the limb and/or patient anatomy/condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.